Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings with low non zero force. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side. The pump was exercised for 24 hours with no loss of prime alarms duplicated. The force sensor calibration passed with specifications. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a 'loss of prime' warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.